Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, although olympus was unable to identify the root cause, it is presumed external stress, such as repeated bending, friction, or gradual material deterioration, may have contributed to the detachment of that portion of the connecting tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rhino-laryngo videoscope exhibited part of the connecting tube has fallen off. There was no patient involvement.